Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2009. A visual inspection of the device revealed no apparent defects. The device the history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2009 and that it had performed to specification up to the (B)(6) 2012. On the (B)(6) 2012 the device failed the weekly auto self-test due to a low battery. The user would have been alerted with a ¿warning low battery, device service required¿ prompt and a flashing red status led. An additional low battery fail was recorded on the (B)(6) 2012. Later on the (B)(6) 2012 information from history log shows an increase in voltage which suggests that a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all weekly auto self-tests up to the (B)(6) 2017. Between the (B)(6) 2017 the device records multiple manual power ons mainly under 1 minute duration, alongside two power ons of nonsensical duration. These manual power ups may indicate that the user was regularly power cycling the device or the device was switching on automatically and the user was intervening by turning the device off via the on/off button initially, then removing the pad-pak. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device. And successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation found the reported fault to be attributed to membrane failure. There were no ten minute manual power ons recorded in the history log. However, there were multiple manual power ups, mainly of under 1 minute duration and some of nonsensical duration, recorded between the (B)(6) 2017 and the (B)(6) 2018. These multiple manual power ups may indicate that the device was switching on automatically and the user was intervening by turning the device off initially via the on/off button then by removing the pad-pak to power off the device. Therefore there was no ten minute timeouts recorded. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the returned membrane. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device switching on automatically. No patient involved.